Event description:
It was reported during support of a patient with a rotaflow console, the perfusionist received a "sig" error message. After reapplication of contact cream, rpms were not able to be increased and a "head error" message was displayed. The console was shut-down and re-started. It was not identified that a zeroing step was required and hand cranking was used until the zeroing and successful restart occurred. After re-start, the console functioned properly. Another perfusionist stated they believed this was a user-created event during reapplication of the contact cream. No reported effect to the patient. This report is being submitted in response to FDA inquiry (B)(4). Please refer MFR report # 8010762-2014-00141.